Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt identifier: none device is an instrument which is neither implanted nor explanted. The investigation could not be completed; no conclusion could be drawn because the complaint device was not received. A device history records review was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While assembling various parts of the trochanteric fixation nail system the blade guide sleeve and compression nut would not engage into the aiming arm unless the button was pushed. No patient or procedure was reported to be linked with the reported event. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device received by manufacturer on 2/13/2014. A review of the device history records was performed and no complaint-related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This follow up report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A product development evaluation was completed: part number 357.369 was received with signs of wear and tear on the thread and remainder of shaft. During this evaluation, the returned device was assembled with known good mating instruments to complete the insertion construct in attempt to replicate the complaint description. A known good mating part (130º aiming arm part number 357.366, lot number 4567005) was mated with the compression/buttress nut and guide sleeve, and it was confirmed that the buttress/compression nut could not snap into the aiming arm unless the button was pressed. A close evaluation of the buttress/compression nut revealed that the edge flared further outwardly due to wear and tear. As a result, the edge is no longer dimensionally the same and therefore, cannot easily snap into the capturing diameter of the aiming arm. Additionally, relevant drawings were reviewed. Specifically, the returned buttress/compression nut (part number 357.371, lot number 4436455) is flared outwardly due to wear and tear over time and measures 29.01 mm. Per the design, it should measure 28.6 lease material condition (lmc). Furthermore, based on the drawing review of the aiming arm cap and locking slide plate the capturing diameter is 27.2 at lmc. Instead of having a nominal overlap of 1.4 mm per the design, the nominal overlap of returned product is 1.81 mm. Therefore, the design is adequate for its intended use and did not contribute to this complaint condition. This complaint is invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.